Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens with the crystalsert injector, the lens would not center properly. This additional manipulation of the iol resulted in a minor rent in the capsular bag. The iol was removed intraoperatively and replaced with another crystalens. Reference MDR #2031924-2009-00062.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Conclusions: the physician had difficulty centering the iol and the additional manipulation resulted in a minor rent in the capsular bag.